Manufacturer narrative:
Additional information has been provided in b.3.,h.3., h.6., and h.11. The product was not returned. Photos were provided. The photos show an implanted vivity lens model on a monitor screen. The reported mark is slightly visible in the first photo. Photos 2/3/4 are the same photo with differing magnification and different lighting than the first photo. The mark was more apparent in photos 2,3, and 4. The mark appears to be on the anterior surface and extends into center. The mark has the appearance of a forcep or plunger mark. There are smaller lines visible in tangent to the mark near the edge on the right side. These may be reflections as they are not visible in the second photo. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Based on review of the provided photos the lens had damage to the anterior surface. The mark has the appearance of a forcep or plunger mark. There are smaller lines visible in tangent to the mark near the edge on the right side. These may be reflections as they are not visible in the second photo. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implanted the lens a week ago, the patient experienced nonspecific visual disturbances, mainly blurred vision and had difficulty with -0.50 cylinder. It was stated that the refractive target was correct and noted a presence of a sign, believed to be caused by the injector, on an company lens implanted. Additional information has been requested.